Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The patient¿s cultures were positive for a gram-positive organism. The most common germs causing peritoneal dialysis associated peritonitis (pdap) were gram-positive, including coagulase-negative staphylococci, which are the most frequent cause of pdap in many centers. This organism is suggestive of a possible breach in aseptic technique by the patient. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this pd patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the pdrn. The patient was admitted to the hospital on (B)(6) 2026. The cultures were positive for a gram-positive organism. The pdrn did not have time to provide any further information. Attempts to obtain additional information were unsuccessful.